Event description:
It was reported the device keeps shutting down, even after battery change. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, the ring cover and both bail covers were broken, the battery contacts were compressed, the battery drawer was broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that there was overcurrent due to a shorted diode component. The shorted diode will discharge battery so it cannot provide power to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.